Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Concomitant medical product: phentermine. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift® with lidocaine in the marionette and nasolabial folds as well as juvéderm® volbella® with lidocaine in the tear trough and accordion lines. The patient was concomitantly taking metformin and phentermine. Patient was reviewed on 2 occasions after the injection and results were great. The filler was smooth and there were no concerns. Patient had breast implant surgery about 3 months after the injection. About 8 months after the injection, the patient mentioned having developed 3 lumps in the right hand side of their marionette and inferior nasolabial fold they had noticed about 2 months prior. They were hard palpable lumps with no erythema and non tender. Patient was reviewed again and has had 2 more nodules develop on the left side of their marionette which had not been there the 2 weeks prior. There were no issues where juvéderm® volbella® with lidocaine was injected. Patient had not had any infections or ill health in the previous 8 months. Patient was treated with clindamycin and pred. Symptoms are ongoing.

Event description:
Additionally, the healthcare professional further described the nodules as "late onset nodules".

Manufacturer narrative:
Additional data: date of event.